Event description:
Physician reported difficult detaching micro-insert from delivery sys during procedure. Micro-insert was successfully deployed but failed to detach after troubleshooting steps attempted. Physician cut the delivery sys at the micro insert, leaving some pieces of the delivery sys attached to the micro insert. Medical intervention was required to remove the remaining pieces of delivery catheter as it is not intended to be a permanent implant. Pt was transferred to or. Physician performed a second hysteroscopy and removed all remaining pieces of green delivery catheter. The micro-insert seemed to be properly located so it was left in place. Delivery sys was returned to conceptus. Eval of device showed that all sys components within spec, thus the cause of the detachment difficulties could not be confirmed. Detachment difficulties may be exacerbated by tubal tortuosity, fiber interference or component deformation.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.